Event description:
The reporter stated that the surgeon was using a competitor's lens with a msi-tf injector and the lens was hard to advance through cartridge during insertion. The surgeon enlarged the incision to remove lens and when they placed lens onto the drape they found it was torn. The surgeon put in another same model lens and used a suture to close the incision. Patient current prognosis is excellent. The reporter stated it was due to the lens injector.

Manufacturer narrative:
Evaluation: a work order search was performed for similar complaints within the search and there was one similar complaint found.